Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient representative reported "the patient was surprised by the news of a worldwide recall of allergan breast implants due to the high risk of developing a rare type of cancer - anaplastic lymphoma, directly associated with the textured surface of the implants", "the situation caused immense anguish, fear and emotional instability for the patient, who was forced to seek immediate physician assistance", ¿it evolved with baker IV capsular contracture and distortion of the shape of the breasts¿. Affected side is right. The device remains implanted.